Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had picked up some high rate episodes that appear to be noise and had high impedance. As of the day of the call the noise and impedance appeared to be fine. The lead remains in use. No patient complications were reported as a result of this event.